Event description:
Dealer states the upholstery on the back is loose and may be stretched out.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.